Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted in 2010 after hearing loss due to meningitis. Post implantation, the user could use auditory cues as supplement to visual for communication. During mapping, the user always had facial twitches present below mcls, hence complaint of sound being low. The user does not report any trauma; there is no swelling and redness.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected, as an increase of hi channels can be observed from in situ measurements. However to determine an exact root cause a device investigation of the explanted device is necessary. Furthermore, it is reported that the recipient experiences non auditory sensations such as facial nerve stimulation, which is a known postoperative side effect of ci implantation. The recipient will be further monitored by the clinic.

Event description:
The user was implanted in 2010 after hearing loss due to meningitis. Post implantation, the user could use auditory cues as supplement to visual for communication. During mapping, the user always had facial twitches present below the maximum , hence complaint of sound being low. The user does not report any trauma; there is no swelling and redness.